Event description:
The surgeon inserted the screw and felt that the screw might be too long, so he wanted to remove it. The incorrect torque limiter was used with the screw, so the screw cold welded to the plate and was unable to be removed. The surgeon took an x-ray and felt the screw was ok and left it implanted.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device remains implanted.